Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe/ permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe/ permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc(product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe/ permanent pain/pain,pelvic') in a 32-year-old female patient who had essure (batch no. 4080085-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies, bladder operation, tubal ligation and loop electrosurgical excision procedure. Endometrial biopsy-(B)(6) 2017 for menorrhagia biopsy-(B)(6) 2017 for abnormal uterine bleeding. Concurrent conditions included candidiasis, hormone level abnormal, heavy periods, muscle cramps, right lower quadrant pain, vaginal discharge abnormality, hot flashes, libido decreased, fatigue, sleep disorder, vaginal discharge, menorrhagia, vaginal bleeding, pelvic pain, uterine bleeding, hormonal imbalance, bacterial vaginosis, fibrocystic breast, urinary tract infection, yeast infection, hsv infection, headache and weight gain. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal distension ("severe swelling of abdomen"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches/head pain") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping,right lower quadrant pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), vaginal discharge ("vaginal discharge"), mood swings ("mood swing"), flank pain ("flank pain"), anxiety ("mental anguish") and menopause ("menopause"). The patient was treated with surgery (hysterectomy(full),bilateral salpingectomy, leep, dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, back pain, genital haemorrhage, abdominal distension, vaginal infection, urinary tract infection and flank pain was resolving and the dyspareunia, vaginal haemorrhage, menorrhagia, vaginal discharge, hormone level abnormal, mood swings, migraine, headache, fatigue, weight increased, anxiety and menopause outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, hormone level abnormal, menopause, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 132 lbs. Right-6 coils. Left-3 coils . Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2017: proliferative phase endometrium. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion essure coils are noted in place. The procedure was successful; on (B)(6) 2015: total bilateral occlusion.. Pathology test - on (B)(6) 2017: uterus with bilateral fallopian tubes: myometrium with leiomyoma and superficial adenomyosis. Weakly proliferative basalis endometrium. Chronic cervicitis without dysplasia. Bilateral fallopian tube without significant pathologic abnormally. Essure device is grossly identified. Ultrasound scan vagina - on (B)(6) 2017: uterus and ovaries appear normal. Essure were visualized. Concerning the injuries reported in this case the following events were confirmed via patients medical records : menorrhagia, fatigue, vaginal discharge, abnormal vaginal bleeding, metrorrhagia, pelvic pain, hormonal imbalance, urinary tract infection, headache, menopause. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: reporter added, event added. On (B)(6) 2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe/ permanent pain/pain,pelvic') in a 32-year-old female patient who had essure (batch no. 4080085-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies, bladder operation, tubal ligation and loop electrosurgical excision procedure. Endometrial biopsy(B)(6) 2017 for menorrhagia biopsy(B)(6) 2017 for abnormal uterine bleeding. Concurrent conditions included candidiasis, hormone level abnormal, heavy periods, muscle cramps, right lower quadrant pain, vaginal discharge abnormality, hot flashes, libido decreased, fatigue, sleep disorder, vaginal discharge, menorrhagia, vaginal bleeding, pelvic pain, uterine bleeding, hormonal imbalance, bacterial vaginosis, fibrocystic breast, urinary tract infection, yeast infection, hsv infection, headache and weight gain. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal distension ("severe swelling of abdomen"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches/head pain") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping,right lower quadrant pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), vaginal discharge ("vaginal dischrage"), mood swings ("mood swing"), flank pain ("flank pain"), anxiety ("mental anguish") and menopause ("menopause"). The patient was treated with surgery (hysterectomy(full),bilateral salpingectomy, leep, dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, back pain, genital haemorrhage, abdominal distension, vaginal infection, urinary tract infection and flank pain was resolving and the dyspareunia, vaginal haemorrhage, menorrhagia, vaginal discharge, hormone level abnormal, mood swings, migraine, headache, fatigue, weight increased, anxiety and menopause outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, hormone level abnormal, menopause, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 132 lbs. Right-6 coils left-3 coils diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2017: proliferative phase endometrium. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion essure coils are noted in place. The procedure was successful; on (B)(6) 2015: total bilateral occlusion.. Pathology test - on (B)(6) 2017: uterus with bilateral fallopian tubes: myometrium with leiomyoma and superficial adenomyosis. Weakly proliferative basalis endometrium. Chronic cervicitis without dysplasia. Bilateral fallopian tube without significant pathologic abnomallty. Essure device is grossly identified. Ultrasound scan vagina - on (B)(6) 2017: uterus and ovaries appear normal. Essure were visualized. Concerning the injuries reported in this case the following events were confirmed via patients medical records : menorrhagia, fatigue, vaginal discharge, abnormal vaginal bleeding, metrorrhagia, pelvic pain, hormonal imbalance, urinary tract infection, headache, menopause. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe/ permanent pain/pain,pelvic') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure (batch no. 4080085) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies, bladder operation, tubal ligation and loop electrosurgical excision procedure. Endometrial biopsy (B)(6) 2017 for menorrhagia biopsy (B)(6) 2017 for abnormal uterine bleeding. Concurrent conditions included candidiasis, hormone level abnormal and heavy periods. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches/head pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue") and abdominal distension ("severe swelling of abdomen") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes") and experienced mood swings ("mood swing"), flank pain ("flank pain"), back pain ("back pain"), abdominal pain lower ("severe cramping,right lower quadrant pain"), genital haemorrhage (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy(full),bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal infection, urinary tract infection, dysmenorrhoea, flank pain, back pain, abdominal pain lower, abdominal distension and genital haemorrhage was resolving and the vaginal haemorrhage, menorrhagia, hormone level abnormal, mood swings, migraine, headache, dyspareunia, fatigue, weight increased and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 132 lbs. Right-6 coils. Left-3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Essure coils are noted in place. Pathology test - on (B)(6) 2017: uterus with bilateral fallopian tubes: myometrium with leiomyoma and superficial adenomyosis. Weakly proliferative basalis endometrium. Chronic cervicitis without dysplasia. Bilateral fallopian tube without significant pathologic abnormally. Essure device is grossly identified. Ultrasound scan vagina - on (B)(6) 2017: uterus and ovaries appear normal. Essure were visualized. Concerning the injuries reported in this case the following events were confirmed via patients medical records : menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs received : following events were added : abnormal bleeding (vaginal, menorrhagia), hormonal changes-hormonal imbalance ,mood swing, infection (bladder/ urinary tract/vaginal) type:vaginal yeast infection, uti, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, weight gain, flank pain, back pain, severe cramping, severe swelling of abdomen, excessive bleeding and vaginal discharge. Outcome of the event pelvic pain was changed from unknown to recovering/resolving. Lot number added. Medical history and concomitant conditions added. Reporter information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe/ permanent pain/pain,pelvic') in a 32-year-old female patient who had essure (batch no. 4080085-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies, bladder operation, tubal ligation and loop electrosurgical excision procedure. Endometrial biopsy (B)(6) 2017 for menorrhagia biopsy (B)(6) 2017 for abnormal uterine bleeding. Concurrent conditions included candidiasis, hormone level abnormal, heavy periods, muscle cramps, right lower quadrant pain, vaginal discharge abnormality, hot flashes, libido decreased, fatigue, sleep disorder, vaginal discharge, menorrhagia, vaginal bleeding, pelvic pain, uterine bleeding, hormonal imbalance, bacterial vaginosis, fibrocystic breast, urinary tract infection, yeast infection, hsv infection, headache and weight gain. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal distension ("severe swelling of abdomen"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches/head pain") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping,right lower quadrant pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), vaginal discharge ("vaginal discharge"), mood swings ("mood swing"), flank pain ("flank pain") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy(full),bilateral salpingectomy, leep, dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, back pain, genital haemorrhage, abdominal distension, vaginal infection, urinary tract infection and flank pain was resolving and the dyspareunia, vaginal haemorrhage, menorrhagia, vaginal discharge, hormone level abnormal, mood swings, migraine, headache, fatigue, weight increased and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: 132 lbs. Right-6 coils left-3 coils diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2017: proliferative phase endometrium. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion essure coils are noted in place. The procedure was successful; on (B)(6) 2015: total bilateral occlusion.. Pathology test - on (B)(6) 2017: uterus with bilateral fallopian tubes: myometrium with leiomyoma and superficial adenomyosis. Weakly proliferative basalis endometrium. Chronic cervicitis without dysplasia. Bilateral fallopian tube without significant pathologic abnormality. Essure device is grossly identified. Ultrasound scan vagina - on (B)(6) 2017: uterus and ovaries appear normal. Essure were visualized. Concerning the injuries reported in this case the following events were confirmed via patients medical records : menorrhagia, fatigue, vaginal discharge, abnormal vaginal bleeding, metrorrhagia, pelvic pain, hormonal imbalance, urinary tract infection, headache quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-dec-2019: pfs received. Event: mental anguish was added. Lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe/ permanent pain/pain,pelvic') and genital haemorrhage ('excessive bleeding') in a 32-year-old female patient who had essure (batch no. 4080085-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies, bladder operation, tubal ligation and loop electrosurgical excision procedure. Endometrial biopsy-(B)(6) 2017 for menorrhagia biopsy-(B)(6) 2017 for abnormal uterine bleeding. Concurrent conditions included candidiasis, hormone level abnormal, heavy periods, muscle cramps, right lower quadrant pain, vaginal discharge abnormality, hot flashes, libido decreased, fatigue, sleep disorder, vaginal discharge, menorrhagia, vaginal bleeding, pelvic pain, uterine bleeding, hormonal imbalance, bacterial vaginosis, fibrocystic breast, urinary tract infection, yeast infection, hsv infection, headache and weight gain. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches/head pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue") and abdominal distension ("severe swelling of abdomen") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes") and experienced mood swings ("mood swing"), flank pain ("flank pain"), back pain ("back pain"), abdominal pain lower ("severe cramping,right lower quadrant pain"), genital haemorrhage (seriousness criterion medically significant) and vaginal discharge ("vaginal dischrage"). The patient was treated with surgery (hysterectomy(full),bilateral salpingectomy, leep, dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal infection, urinary tract infection, dysmenorrhoea, flank pain, back pain, abdominal pain lower, abdominal distension and genital haemorrhage was resolving and the vaginal haemorrhage, menorrhagia, hormone level abnormal, mood swings, migraine, headache, dyspareunia, fatigue, weight increased and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 132 lbs. Right-6 coils. Left-3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2017: proliferative phase endometrium. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion essure coils are noted in place. Pathology test - on (B)(6) 2017: uterus with bilateral fallopian tubes: myometrium with leiomyoma and superficial adenomyosis. Weakly proliferative basalis endometrium. Chronic cervicitis without dysplasia. Bilateral fallopian tube without significant pathologic abnomallty. Essure device is grossly identified. Ultrasound scan vagina - on (B)(6) 2017: uterus and ovaries appear normal. Essure were visualized. Concerning the injuries reported in this case the following events were confirmed via patients medical records : menorrhagia, fatigue, vaginal discharge, abnormal vaginal bleeding, metrorrhagia, pelvic pain, hormonal imbalance, urinary tract infection, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: update of information (batch is invalid). On 17-may-2019: pfs received: new concomitant conditions were added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe/ permanent pain/pain,pelvic') in a 32-year-old female patient who had essure (batch no. 4080085-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies, bladder operation, tubal ligation and loop electrosurgical excision procedure. Endometrial biopsy-07-my-2017 for menorrhagia biopsy (B)(6) 2017 for abnormal uterine bleeding. Concurrent conditions included candidiasis, hormone level abnormal, heavy periods, muscle cramps, right lower quadrant pain, vaginal discharge abnormality, hot flashes, libido decreased, fatigue, sleep disorder, vaginal discharge, menorrhagia, vaginal bleeding, pelvic pain, uterine bleeding, hormonal imbalance, bacterial vaginosis, fibrocystic breast, urinary tract infection, yeast infection, hsv infection, headache and weight gain. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal distension ("severe swelling of abdomen"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches/head pain") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping,right lower quadrant pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), vaginal discharge ("vaginal dischrage"), mood swings ("mood swing"), flank pain ("flank pain"), anxiety ("mental anguish") and menopause ("menopause"). The patient was treated with surgery (hysterectomy(full),bilateral salpingectomy, leep, dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, back pain, genital haemorrhage, abdominal distension, vaginal infection, urinary tract infection and flank pain was resolving and the dyspareunia, vaginal haemorrhage, menorrhagia, vaginal discharge, hormone level abnormal, mood swings, migraine, headache, fatigue, weight increased, anxiety and menopause outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, hormone level abnormal, menopause, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 132 lbs. Right-6 coils left-3 coils diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2017: proliferative phase endometrium. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion essure coils are noted in place. The procedure was successful; on (B)(6) 2015: total bilateral occlusion.. Pathology test - on (B)(6) 2017: uterus with bilateral fallopian tubes: myometrium with leiomyoma and superficial adenomyosis. Weakly proliferative basalis endometrium. Chronic cervicitis without dysplasia. Bilateral fallopian tube without significant pathologic abnomallty. Essure device is grossly identified. Ultrasound scan vagina - on (B)(6) 2017: uterus and ovaries appear normal. Essure were visualized. Concerning the injuries reported in this case the following events were confirmed via patients medical records : menorrhagia, fatigue, vaginal discharge, abnormal vaginal bleeding, metrorrhagia, pelvic pain, hormonal imbalance, urinary tract infection, headache, menopause. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: reporter added, event added. On (B)(6) 2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.